Event description:
It was reported that an autopulse nimh battery (s/n (B)(4)) failed testing. There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. If product is returned, a supplemental report will be filed.